Event description:
It was reported that the customer had a failed battery test, display anomaly and low suspend alarm on the insulin pump. The customer's blood glucose level unknown mg/dl. The customer changed the battery and the display returned. The customer declined troubleshooting, no further action taken.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.